Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red, white particle materials on the shell; white, red encapsulation and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "contracture grade 3," "periprosthetic fluid." " also reported "cysts" and "calcifications" which are not device related. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported right side "contracture grade 3" and "periprosthetic fluid." Also reported "cysts" and "calcifications" which are not device related. Device remains implanted.